Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin squirted out during manual prime. The insulin pump's piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. The insulin pump was unable to exit prime. Customer's blood glucose level was 252 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.